Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the aberrometer was cleaned as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. The aberrometer was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported bad readings and unexpected results during the use of intraoperative abberometry. These results were not used and its reported other patients had normal readings using the system. Additional information has been requested.